Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2014, and performed repairs over several days. The fse confirmed the low vacuum value was unstable, flushed the vacuum system, and replaced the vacuum regulator to address the low vacuum out of range error. In addition, the fse identified issues unrelated to the initial reported issue and performed service for each. The fse found that the 60psi high pressure reading dropped to the mid-30s at its highest demand. The fse found that pinch valves vl64 and vl59 were venting out a small portion of pressure when activated, causing pressure loss during highest demand; he replaced the pinch valves to address this issue. The fse found a high latron primer count and observed intermittent h flags due to the high primer count. The fse found that the diff/retic shear valve rinse line had a small crack, allowing buildup to form. The fse replaced the cracked tubing, resolving the primer count issue. All repairs were verified per established service procedures on (B)(4) 2014. (B)(4).

Event description:
The customer reported receipt of a "low vacuum out of range" error on a coulter lh 780 hematology analyzer and the vacuum reading would not hold after an adjustment was made. Erroneous patient results were not generated, and there was no change or affect to patient treatment in connection with this event.